Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that the trunk ipsilateral leg component was successfully deployed and during advancement of the contralateral leg component the sheath was positioned a little short. The contralateral leg component was advanced outside the sheath when it partially deployed on it¿s own within the distal end of the sheath. The device and sheath were removed together and upon withdrawal from the patient it was noted that the leading olive and a portion of the device delivery catheter lumen had become detached at the junction of the trailing olive and remained in the patient. The leading olive and lumen were successfully retrieved from the patient¿s vasculature and another device was used to successfully complete the procedure. It was reported that the patient¿s anatomy was extremely calcified especially through the area of the common iliac arteries. The patient tolerated the procedure without further incident. The device was discarded at the site and not available for analysis by gore.